Event description:
A hospital in (B)(6) reported that an rt205 adult breathing circuit failed the ventilator leak test and that they noticed a pin hole in the dry tube.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt205 dryline was returned to fisher & paykel healthcare (B)(4) for inspection. The tubing was visually inspected. Results: visual inspection revealed that there was a hole in the dryline, about 100 mm away from the connector. A lot check revealed one complaint of similar nature for this lot number. Conclusion: we were unable to determine what had caused the hole in the dryline. Every half hour a dry line from production is pressure tested, if it fails all production from that half hour period is set aside for further checking. It is possible the leak developed post production during transport or storage at the healthcare facility. The user instructions for rt205 adult breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. (B)(4).